Event description:
It was reported that blood was observed leaking through the thermistor port. No pt complications were reported.

Manufacturer narrative:
Dry blood was evident inside the thermistor lumen and thermistor connector. A slit, about .025" long which extended underneath the thermal filament cover, was found at the proximal end of the thermal filament middle form. The slit entered the thermistor lumen. It appeared that blood had leaked into thermistor lumen through the slit.